Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver has no power on charging. The battery was replaced with a known good battery to retrieve the receiver download and no errors related to the complaint were observed. The receiver case was opened, and an internal visual inspection was performed and failed due to defective battery voltage. The allegation was not confirmed. The probable cause could not be determined. No additional event or patient information is available.